Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: surgeon successfully deployed the specimen bag to retrieve the gallbladder and removed through the trocar port with ease. After removable of bag with specimen, the surgeon reinserted the trocar [brand] (trocar port) and noticed that a small piece of plastic from the bag was in the seal housing of the [brand] trocar. No patient injury. [Name] was present on case. Product was not saved but documented with photo. Additional information provided by [name] on 27may2026 via email: post treatment was where the while plastic piece was found. After specimen was retrieved. There was no spillage out of the bag opening during extraction. No, the guide bead was not pulled on with an instrument. No, the guide bead did not detach from the bag. No, the guide bead detached from the cord. Additional information provided by [name] on 05jun2026l: not sure what {brand] trocar model and size was used with the cd005 retrieval system in the procedure but it is a standard 12mm trocar. The retrieval bag performed normally and 1 specimen was harvested. The introducer's tip did not appear to be damaged in any way. I was not in the case but based of the picture the tissue bag doesn't appear to be cut. Usually when they are cut, it's because the surgical tech is removing the specimen from the bag and transferring to a specimen cut. It's usually cut then poured as instead of unwrapping. Intervention: white plastic piece removed from seal housing of trocar. Patient status: no patient injury. Stable.